Manufacturer narrative:
The customer reported that the unit alarmed with back-up alarm failed error. Failure analysis on the returned cpu board shows that the cold solders on 5.6ko 5% resistor lead in the ls1 buzzer generated the 1104 diagnostic code.

Manufacturer narrative:
Updated.

Event description:
The customer reported that the ventilator alarmed with over voltage protection circuit failed error. The customer reported there was no patient involvement.